Event description:
After placing the bard PICC 4 french x 48 cm single lumen polyurethane catheter, while in the process of cleaning up, I was struck in the abdomen with the echogenic introducer, safety seldinger needle (21 gauge, 2.75 inches). The safety needle mechanism failed to work.